Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that puncture closure of an unspecified vessel was attempted using a proglide device. Reportedly, the link separated from the cuff. An unspecified method was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). User facility medwatch report: #(B)(4). Evaluation summary: analysis was performed on the returned device. The reported suture detachment was unable to be confirmed as the plunger, link, suture, posterior needle tip, and both cuffs, knot pusher and suture trimmer were not returned. The investigation determined the reported difficulty appears to be related to an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report a user facility medwatch (B)(4) was received containing the following information: at the end of the procedure, the proglide broke while we were attempting to use the device. Another proglide was open and deployed to complete the procedure. Product had patient contact but no patient harm. Product is ready to be returned to the manufacturer. No additional information was provided.